Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet; subsequently, the pump shut down. When the pump turned back on, battery gauge displayed 100% and it began charging. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was approximately 200 mg/dl.